Manufacturer narrative:
Correction: fields product problem and event type have been updated to accurately reflect the event. There was no adverse consequence nor medical intervention associated with this procedure; therefore, this should not be categorized as a serious injury. This is truly a product problem/malfunction, and the new information indicates this.

Event description:
It was reported by the company representative that the locking screw broke while being inserted into the patient, and there was a surgical dely of an hour.

Manufacturer narrative:
The reported event could be confirmed. In the related ti-4700/17 it was stated: one locking screw, self-drilling, 2.0x8mm broken during surgery, was returned in order to determine the root cause of the failure. The returned screw was examined regarding its dimen-sions, chemical composition (edx analysis) as well as by light and scanning electron microscopy. The measurable dimensions are in accordance with the specification. The chemical composition conforms to the specification - tial6v4 (ti grade 5). The investigation shows that the screw broke as a result of too high torsional forces in forced rupture mode during the insertion. Furthermore the screw was strongly damaged at the bone thread area during the turn-in. The fracture surface shows the typical flow structures of ductile torsional breakages. The root cause of the failure could have been a too hard bone or a collision with the tooth root. Indications for material or manufacturing related problems were not found in this investigation. It could be further determined that no predrilling was performed which is in accordance to the applicable ¿instructions for use¿ and blade 62-20130 was used which is compatible for the com-plained screw. No corrective and/or preventive actions are deemed necessary at this time. The complaint is add-ed to the complaint trend.

Event description:
It was reported by the company representative that the locking screw broke while being inserted into the patient, and there was a surgical dely of an hour.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the company representative that the locking screw broke while being inserted into the patient, and there was a surgical delay of an hour.